Event description:
During the surgery physician used endeavor resolute rx 2.50mm x 14 mm to treat calcified and tortuous lesion with 90% stenosis in mid-lad. The device could not pass the lesion. No resistance was felt during the procedure. The device was inspected prior use with no abnormalities noted. The device prepped before use according to instructions for use. The lesion was pre-dilated. The physician removed the device and stopped the procedure. No patient injury reported. Evaluation summary: the hypotube was kinked in numerous locations (32.5cm, 35cm <(>&<)> 74.5cm) distal to the strain relief, the distal shaft is kinked 1cm distal to the guide wire entry port. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th, 6th and 7th proximal stent segments and 4th distal stent segment were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (target lesion exhibited calcification, tortuosity and 90% stenosis), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (target lesion exhibited calcification, tortuosity and 90% stenosis). (B)(4).